Event description:
The pt is using the last box of test strips received from this order and gets an error message on her glucose meter. She changed glucose meters to rule out glucometer failure and rec'd the same error on the new meter. It appears the test strip does not absorb the test blood and reads error 5. Dose: tests 6 to 7 times per day. Dates of use: (B) (6) 2010 - current. Diagnosis: diabetes.